Event description:
It was reported that the right atrial lead was cut in an unrelated surgery. The lead was removed and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Proximal conductor blood/body fluid (not obstructed). Medial segment returned and analyzed.